Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an em2400 valve set had leaky port #5 which resulted in air and bubbles in the line. This occurred during setup/preparation at the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4, h6 and h11. H4: the lot was manufactured between september 30, 2025 to october 1, 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.